Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead with preloaded enhanced stylet 70 cm.

Event description:
A report was recieved that as the physician was finishing up the implant procedure, it was noticed that one of the patient's lead was protruding from the patient's forehead exposing 2 contacts. The physician covered the lead with a tegederm patch. The following day the physician revised the lead and placed it back under the patient's skin. The patient was treated with IV vancomyacin and lidocane during the revision. The patient was kept in the hospital overnight as a precaution.